Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the stent was partially exposed from the sheath on return. There was no lockwire returned with the device. The red shuttle deployment marker was at the back of the handle. The handle was opened in the lab to show that the flexor was broken inside. The stent was manually deployed and was fine the customer complaint was confirmed as the flexor was broken. Prior to distribution all evo-22-27-9-d devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-9-d of lot c1269613 did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Additional information received on the 09-mar-2017 that stent was partially deployed on removal. Initial report required due to malfunction precedence of "deployment issue that results in the exposed stent removed from the patient with the delivery system". A patient underwent stent placement in duodenum. Evo-22-27-9-d was inserted into the desired lesion, then the user attempted to deploy the stent. However, strong resistance met. The user continued deploying the stent, but the handle got broken and stent could not be released. Another size of the device (evo-22-27-6-d) was used instead to complete the procedure. There have been no adverse effect to the patient reported.

Event description:
Report is being submitted due to correction. A patient underwent stent placement in duodenum. Evo-22-27-9-d was inserted into the desired lesion, then the user attempted to deploy the stent. However, strong resistance met. The user continued deploying the stent, but the handle got broken and stent could not be released. Another size of the device (evo-22-27-6-d) was used instead to complete the procedure. There have been no adverse effect to the patient reported. [10 apr 2017 (B)(6)] additional information was provided from the sales rep. The partial deployment of the stent occurred inside of the patients¿ body. Endoscope model: it is front viewing and it is for large intestine; and the model # is probably cf-hq290. Please see the link of the product below. Http://olympusmedical.com.hk/products/all-products/endoscopes/colonoscopes/cf-hq290/index.htm.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted due corrections: it may be noted that a project has been assigned to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the returned device, it was noted that the stent was partially exposed from the sheath on return. There was no lockwire returned with the device. The red shuttle deployment marker was at the back of the handle. The handle was opened in the lab to show that the flexor was broken inside. The stent was manually deployed and was fine the customer complaint was confirmed as the flexor was broken. Information was provided that when the complaint occurred, the scope was severely curved. Whilst the curve in the scope may have been a contributory factor to the flexor breaking, a definitive root cause cannot be determined as actual use settings cannot be replicated. Prior to distribution all evo-22-27-9-d devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-22-27-9-d of lot c1269613 did not reveal any discrepancies that could have contributed to this issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow up is being submitted confirming that the scope was curved when the complaint occurred. Additional information received on the 09-mar-2017 that stent was partially deployed on removal. Initial report required due to malfunction precedence of "deployment issue that results in the exposed stent removed from the patient with the delivery system". A patient underwent stent placement in duodenum. Evo-22-27-9-d was inserted into the desired lesion, then the user attempted to deploy the stent. However, strong resistance met. The user continued deploying the stent, but the handle got broken and stent could not be released. Another size of the device (evo-22-27-6-d) was used instead to complete the procedure. There have been no adverse effect to the patient reported.